Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to omental and bowel adhesions. It was reported that following insertion the patient experienced infection, urinary and bowel problems, bleeding, neuromuscular problems, vaginal scarring and organ perforation. It was reported that the patient underwent bilateral uteral pyelography on (B)(6) 2013 concurrently with polaris uteral stent placement and uteroscopy. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) of 2010 for pop/sui and an unknown mesh product was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Updated information received on (B)(6) 2013: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with bso. It was reported that the patient had additional non johnson & johnson implant (monarc subfascial) on (B)(6) 2010. It was reported that patient underwent mesh revision on (B)(6) 2010 due to erosion of vaginal mesh and persistent urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced prolapse, bladder perforation and adhesions.